Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4)has been completed. Upon investigation the monitor failed a pulse test and displayed a service code 203 (pulse test fault). The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. Per review of the flag data, the monitor did not display a service code 203 in the field. The monitor was able to power on normally and capture the patient's ECG data on the last date of wear. There is no indication that the device malfunction caused or contributed to the patient's treatment/death. Electrode belt sn (B)(4) has not been returned to the distributor for evaluation. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date monitor - (B)(4) - 09/03/2014, belt - (B)(4) - 12/06/2013.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of four shocks during asystole. The response buttons were not pressed during the event. Oversensing of low-amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient reportedly passed away, however the exact date of passing is unknown. Attempts to gather details surrounding the patient's death were unsuccessful. There is no indication that a device malfunction caused or contributed to the patient's treatment/death.